Event description:
Nurse administered 40 mg of enoxaparin to a pt and attempted to activate the needle safety device. The syringe component completely ejected sticking the nurse in the leg. Diagnosis or reason for use: dvt prophylaxis.